Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. After a firmware download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.